Event description:
The rptr states that he obtained the following blood glucose comparison results on the accu-chek advantage sys: 21mg/dl and 233mg/dl; 245mg/dl and 65mg/dl. All aforementioned tests were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.